Event description:
Tech reported a pt experienced a pump segment tubing leak with a cycler set during peritoneal dialysis therapy. The leak was noted approx 6 hours into treatment. Tech reported the treatment was discontinued and completed with new supplies. No pt injury reported. Per tech, the pt was currently receiving antibiotics, thus no additional medical intervention was provided.